Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received additional information on (B)(4) 2014 that the malfunction occurred after 12 hours of use. Based on this information, the reported event was caused by use that is beyond the usage described in our labeling and cleared intended use. The actual device was shipped to maquet cardiopulmonary on (B)(4) 2014. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the device was exhibiting leakage at the gas outlet port, 12 hours after initiation of treatment. Blood loss was not quantified. The device had been primed 26 days prior, with plasmalyte-a. Device use continued without a change-out. (B)(4).